Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was depleting quickly which resulted in the pump shutting down. The customer¿s blood glucose was 110 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.